Event description:
A customer contacted beckman coulter inc., (bci) regarding a smoke odor from the universal power supply (ups) connected to the au2700 with ise clinical chemistry analyzer. No injury has been reported in connection with this event.

Manufacturer narrative:
The customer did admit of getting the ups wet with water. This in turn damaged the ups causing the system to smoke and generate a burning odor. The au2700 analyzer was removed from the ups and remained operational with direct connection to 220v supply until replacement ups arrived. Bci service was not dispatched to the account. Customer worked directly with service from (B)(6). The au2700 instruments have the appropriate safety ratings. The systems meet the electrical safety standards, and are made of materials that will not support or sustain combustion, and are self extinguishing.